Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The product code listed, is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, de novo, mid right coronary artery, pre-dilatation was performed. After deployment of a 3.0 x 23mm xience pro stent a distal edge dissection occurred. Another device was used to complete treatment. There was no clinically significant delay in the procedure reported. No additional information was provided.